Event description:
It was reported that balloon rupture occurred. A 16 x 2.25 promus premier¿ stent was selected to treat the target lesion. During preparation, outside patient's body, the physician applied negative pressure and air leak was noted. The physician then suspected that the balloon of the delivery system had ruptured before the inflation. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. A 16 x 2.25 promus premier¿ stent was selected to treat the target lesion. During preparation, outside patient's body, the physician applied negative pressure and air leak was noted. The physician then suspected that the balloon of the delivery system had ruptured before the inflation. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).  It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. An initial visual and microscopic examination found that there was no evident damage to the exposed balloon, distally or proximally of the crimped stent. The balloon cone profiles were reviewed and no issues were noted with the overall profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There was no apparent damage to the balloon wall causing a leak through the balloon. The balloon was inflated to nominal pressure subsequently to rated burst pressure with no restrictions noted. No issues were observed with the balloon wall. No issues were observed with balloon deflation at both the proximal and distal end of the balloon. A visual and tactile examination found no issues with the hypotube shaft profile and shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).